Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the system failed indicating that the locating guide was outside of sensing volume range when the user had not moved the probe from 2cm near the target lesion. The physician tried re-acquisition of anatomic landmarks and checked all the connections. Re-registration was made and the physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Functional testing found that for the first procedure, the troubleshooting found: the analysis confirmed that a patient sensor out of sensing volume message was displayed during the procedure. The analysis found indications of electromagnetic interference during the procedure. In addition, the patient sensor was placed very high in the sensing volume- ~375 mm, which is near the sensing volume edge at 380 mm. For the second procedure, the troubleshooting found: the analysis confirmed that during the procedure, the "navigation catheter is out of sensing volume" events messages were displayed. The sewc presented unusual behavior during these time sections. The findings of the analysis suggest a possible malfunction of the sewc catheter (ID (B)(4)) or suite. It was reported that the device was outside of magnetic volume. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: of display issue that has no relationship to the reported condition. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.